Manufacturer narrative:
Additional information: section g3 - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The lead was returned for analysis. The lead failed resistance testing with multiple electrode disconnections. Impedance logs from the event were reviewed and confirmed high impedance and disconnections on multiple electrodes. Visual analysis identified kinking and damage on the lead. The location of the lead damage is potentially consistent with damage which occurred when securing the anchor during the permanent implant procedure. The kink and damage to the lead likely caused the reported event. The cause of the lead damage cannot be conclusively determined as the anchor was not returned with the lead. The evoke scs system surgical guide lists potential risks including, "undesirable changes in stimulation sensation and/or location" and "uncomfortable changes in stimulation (over and/or under stimulation)". The evoke scs system clinical manual includes the following language, "electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes show an impedance of 8 and cannot be used for stimulation or recording."

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported changes in stimulation. During troubleshooting, intermittent disconnected electrodes were confirmed when the patient changed posture. A lead revision was performed to resolve the issue.